Event description:
Hi michael, I do not know if I have answered already. Please send us a new one as well a defective one. Thanks. Jürg dear jurg, I hope you are doing well and be safe. Please see below info. Please let me know if you have any question. Regards, michael subject: ventilair ii motor preventive maintenance dear michael, we do have a few questions regarding the preventive maintenance of the ventilair ii compressor. I am sure you can provide helpful information. Please answer following questions. I am looking forward to hear from you. With best regards, jürg 1. What is the indication that the motor is defect? The pressure is no longer provided? Is the water separation no longer working? Some issues are that the bearing was locked, no pressure and flow out. Some issues are that the pump stopped when it works about 10 minutes. 2. Is the sealing inside the motor broken? Im not sure. When its in warranty we replaced a new one and not open the original to check. When its out of warranty the partner replaced a new motor. ( the sealing was ageing) 3. How long does it take (operating hours) from the initial installation to the first defect of the motor. Most of issues were disappeared in warranty. The last issue cer(B)(4). Is that it only work for 300 hours. 4. Do you follow a fix yearly preventive maintenance? Yes, we do. 5. Do you maintain the motor once it breaks? No, they do not. They will replace a new motor once it breaks. They will buy the cheap motor (made in china) to replace. The motor brand is thomas, same with us but more cheaper that they ordered from hm. 6. How many operating hours does a motor work between maintenance? Its about 6 months. It depend on the engineers replacing skill. So theyd better to replace the cheap motor. 7. How many operating hours does a motor service kit last? The max is 8 months, the min is 3 months. It depend on the engineers replacing skill. 8. Which and how many spare parts does a unit in average require per year? Motor, motor service kit, water trap, fuse 9. Are all service kits ordered at hamilton medical ag switzerland? If not where else? No, they buy the motor or motor service kit in china. There is a thomas company in suzhou, they can connect with our partner to cooperate. 10. Do you have further information that help us to understand the motor performance? Our swiss motor is 164b which is customized. More than 40l/min flow that others. Thomas company in china has the same performance motor and more cheap, so our partner or user buy it directly. Ten years before we can sale more than 500 compressors, but now we can sale about 60 units per year. So the compressor market is more and more small. Some user buy the chinese motor to replace when the unit was out of warranty because of the cheap price.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. There is no malfunction with the ventilair device. With this investigation it was confirmed that ventilair devices were used with motors which are not released by hamilton medical. The root cause was determined to be an off-label/ user error as a non-released by hamilton medical motor was used (due to monetary considerations by user). No specific correction was performed because a failure to follow instructions occurred. There was no reported patient or user harm. Nevertheless, hamilton medical is submitted a voluntary report to FDA, as per applicable guidance.